Event description:
It was reported to boston scientific corporation that a vaxcel PICC kit which was implanted for therapeutic purposes in 2007 in a patient developed a leak at the junction of the line and the suture wing approximately five weeks after placement. On approx three months later, follow up information confirmed that the leak was distal to the suture wing. The PICC was removed approx five weeks after the original date. The procedure was completed with another PICC kit. There were no complications reported with this event.

Manufacturer narrative:
This device has been received and evaluated by the manufacturer. As received, a tear measuring approximately 0.055" in length was located on the left/white side of the lumen wall, distal to the suture wing. This tear started on the parting line of the suture wing, approximately .025" just distal to the suture wing and continued to approximately .040", but did not meet the intersection of the lumen inner wall. An excessive amount of adhesive substance was also noticed all over the over sleeves and extension tubes. No other molding defects, such as pinch marks, were noticed. Based upon the examination of the device, the most probable root cause is the catheter tubing being excessively stressed, flexed or stretched. A review of the device history report was performed for the indicated packaging and component lots for any deviations related to the reported failure mode. The report confirms that the lot met all material, assembly and performance specifications. A similar complaint trend review was performed and found one other complaint against lot number 1192747 by a different customer for a similar defect. The july 2007 15-month piccs valved trend report was reviewed and no adverse trends were detected for "fracture distal to the suture wing," "hole in catheter" or "leakage" for the last 15 months.